Event description:
It was reported that during an open lung transplantation, the device locked out at 1st firing. Manual override lever was used, but the device could not be released. Manual override lever functioned properly when the sales rep received the device. There was no sled on the cartridge. The device was used on the blood vessels. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch #: unk. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1st additional information follow up did the device deliver any staples? No further information will be available. If yes, were the staples formed properly? No further information will be available. If yes, was the staple line complete? No further information will be available. Did the device cut? No further information will be available. If yes, was the cut line complete? No further information will be available. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No further information will be available. Was the device locked on tissue with the jaws closed? We will update when we had new information. If yes, how was the device removed? We will update when we had new information. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? We will update when we had new information. Did the jaws eventually open? We will update when we had new information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 9/7/2022 d4: batch # u5f17a investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee45a device was returned with no apparent damage and with a gst45w reload loaded on the device. The reload was received with the one-piece sled detached and unfired making it non-functional. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on why the one-piece sled is detached, it should be noted that each reload is 100% inspected through an automated vision system to ensure that the one-piece sled is present. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. A manufacturing record evaluation was performed for the finished device lot/batch number, u5f17a, and no non-conformances were identified. Manufacturing date: 11/25/2020, expiration date: unk.